Manufacturer narrative:
The referenced gi bleeding event was reported under medwatch MFR report #2916596-2017-03028. The referenced pump explanted was reported under medwatch MFR report #2916596-2017-03029. Device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient was admitted to the hospital on (B)(6) 2017 for endoscopic retrograde cholangio-pancreatography (ercp) on (B)(6) 2017. The patient¿s complaint of left upper quadrant (luq) abdominal pain during prior weeks, and related it to the pump pocket. The patient had outpatient CT of chest/abdomen/pelvis. On (B)(6) 2017, it was reported that the patient had a previously unreported driveline/device infection. On (B)(6) 2017, the patient¿s pump was exchanged to another manufacturer¿s device.

Manufacturer narrative:
A specific cause for the reported event could not be determined conclusively through this evaluation. The account communicated that the patient had pseudomonas on (B)(6) 2017 and staph epi on (B)(6) 2017. The patient also had mixed flora on (B)(6) 2014 and staph epi on (B)(6) 2015 at the driveline exit site. Drainage from driveline exit site was monitored. Cipro, cefepime, IV vancomycin were provided periodically to treat the infection, and minocycline 100 2x was also given daily chronically. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information with history of driveline infection was provided. The earliest driveline culture that tested positive for mixed flora was on (B)(6) 2014. In (B)(6) 2015, the wound culture tested (B)(6) for (B)(6). On 28mar2017, the culture was positive for pseudomonas and on (B)(6) 2017, another driveline culture tested positive (B)(6). It was reported the patient was treated with cipro, cefapine, intravenous vancomycin periodically, and minocycline 100 2x daily chronically.